Event description:
Reportedly, the needle came off unexpectedly in the abdomen without manual manipulation of the locking levers and then would not reload. The needle was removed and another instrument was used.